Manufacturer narrative:
Information was received from a journal article. Eval summary: surgical notes were not provided. X-rays were not provided; however, the article stated that x-rays were reviewed and found an abduction angle of 51 degrees and anteversion angle of 8 degrees. The surgical technique instructs the user to implant the shell at 45 degrees abduction and 20 degrees anteversion. Patient was described as (B)(6), female, with (B)(6). Patient activity level, type of activity (low impact vs high impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Details of the events leading up to the dislocation are unknown. With the information provided, a definitive root cause for the dislocation cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient experienced a posterior dislocation of the hip requiring closed reduction.